Event description:
The customer was hospitalized for high blood sugar levels and they also stated that they are pregnant. The customer conveyed that they were hospitalized a month ago. No further details.